Event description:
It was reported that pump "battery life is low." There was no reported adverse impact to the customer. Customer declined transfer to technical support and chose to continue using current pump, and no additional actions or outcomes were documented.